Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective sample syringe. The fse replaced the sample syringe to resolve the issue. (B)(4).

Event description:
The customer reported erroneous results on three (3) patient samples involving their au480 chemistry analyzer. Customer repeated samples on the same analyzer with results considered correct. The erroneous results were not reported out of the laboratory. There was no reports of medical intervention or change / adjustment to patient treatment associated with this event. The customer provided data for the three patients.